Event description:
Symptoms: on (B)(6) 2025. Serum creatinine level increased sharply from 1.8 to 3.5, leading to hospitalization for acute kidney injury (aki). A renal biopsy performed on (B)(6) confirmed the following diagnoses: chronic active t-cell mediated rejection active antibody-mediated rejection the patient was discharged on (B)(6). Device issues during treatment: no issues reported. The device was disposed of after treatment and was not returned. No direct malfunction or abnormality of the product was reported. "Based on the physician's clinical assessment, it was determined that the device did not cause or contribute to the reported serious injury."

Manufacturer narrative:
The case involved hospitalization and a renal biopsy procedure, and was therefore classified as a serious adverse event (sae). Based on the who-umc causality assessment system, the relationship was judged as "unlikely". Considering available information and reasonable inference, the causal relationship is considered weak, with low direct association, though it cannot be completely ruled out.